Event description:
It was reported that an alert for non-sustained lead noise was received via (B)(6). It was noted that the lead was implanted close to two existing capped leads possibly causing the intermittent noise. The lead would be monitored. Subsequently it was reported that the patient experience a pre-syncopal episode and low heart rate. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 7.7-8.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.4-12.2cm from the distal tip. The etfe coating was intact at these locations.